Manufacturer narrative:
Requested product was not received for investigation. Retained test strip samples from the same lot reported by the customer (B)(6) were tested with control solution instead. All results were within the range specification and no errors were observed. The complaint is not confirmed.

Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once additional information is obtained. The actual date when the medical event occurred is unknown. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer's wife reported that on an unspecified date/time customer's adc blood glucose meter was giving him unspecified high and erratic readings. Caller further reported the customer received third-party medical intervention, noting he "was given a sugar medication that dropped his blood sugar so low". No further information was provided as caller declined to continue troubleshooting. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The reported meter was returned and investigated with retained test strips. The complaint is not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing.